Event description:
It was reported that pump issued cartridge alarm 20 and caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer loaded new cartridge using proper technique with assistance from technical support, was able to resume insulin therapy, and pump replacement was arranged.